Event description:
A trilogy evo ventilator was reported to have had a test failure during service resulting in a failure to calibrate. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid valve and proportional valves were replaced to address the issue. After repair, the device passed final testing and confirmed to be operating properly.

Manufacturer narrative:
The product investigation laboratory (pil) received a trilogy evo solenoid valve and proportional valve with the allegation of device failed active exhalation verification test during preventive maintenance. Pil tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid valve. Pil tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil was unable to confirm a failure of the proportional valve. There are no updates to the coding grid as the current coding remains applicable to the solenoid valve.